Event description:
It was reported that during a spine procedure using a sys 2000 footswitch, the footswitch stopped working during the middle of the procedure. The procedure had to be stopped and rescheduled, as there was no backup footswitch available. There were no pt complications reported as a result of this event.